Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, one of the black cables of the force bipolar instrument snapped. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified during decontamination. The black cords for the articulation of the jaw snapped. There was no loss of cautery due to the broken cable. There was no sign of thermal damage. The procedure was completed using the same instrument. There is o report of fragments falling into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken do not show damage. The complaint regarding one of the black cords snapped was confirmed by failure analysis. Common causes of a broken bipolar conductor wire are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.